Event description:
A malfunction on the customer's pump was reported, identified by malfunction code 12. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer by providing pump reset information, helping reset the device, and confirming that the issue did not recur. The customer was advised to continue using the pump and to contact support if any further malfunctions occur.